Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review has been completed. Customer discarded, nothing to return. Investigation results - DHR: nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number.

Event description:
In this event it is reported that vortex orifice opener 20.08/16 files broke during use. The outcome of the event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Additional information has been received for the outcome of this event. The broken part remains and was incorporated into the filling. No further treatment planned. No injury.